Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 12 june 2020: lot 150839: (B)(4) items manufactured and released on 16-jul-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event.

Event description:
The patient came in reporting thigh pain after 4 years and 4 months from the primary due to stem loosening (proximally) and potted (distally). The surgeon revised the medacta stem and head with another company's product and revised the medacta liner with a medacta liner. The surgery was completed successfully.